Event description:
(B)(4). I started to have chronic fatigue. I would tell my doctor and there didn't seem to be anything wrong. It went from bad to worse the past two years being the most difficult. I started having very heavy bleeding and clotting during my menses. Along with stabbing pains stronger than a typical cramp. I was someone who enjoyed working out 3 to 4 times a week and run about 3 miles every other day. I started experiencing breathing issues, and joint pain along with weight gain. I ended up not even being able to walk up a flight of stairs without becoming winded. My doctors had run several thyroid tests, hormone test etc to no avail. Last (B)(6) the breathing issues got so bad that I ended up having an EKG, echocardio and stress test. I had unfavorable results on the stress test so was referred to a cardiologist who then ran a nuclear stress test with the same results. He too heard the wheezing and wanted me to see a pulmonary doctor. He also performed a cardiac cath lab due to the results of the nuclear stress test. The pulmonary doctor said it was asthma like qualities but it didn't feel like asthma. I was put on dulera 2x's a day and given ventolin as a rescue inhaler. They didn't offer any real relief. I was then given a steroid pack of predeson which did seem to offer some relief. I also went back to my primary for more testing and was going to be referred to an endocrinologist. I went back to my gynecologist concerning the bleeding, clotting and cramping as well as pain. She recommended a ultrasound and then a CT scan. It appeared that I had a 6cm. Pallop in my uterine wall as well as the essure product in my right tube looked to have migrated and possibly broke in half. I just underwent a hysterectomy yesterday to remove my fallopian tubes, uterus and cervix. My ovaries were to stay. However after going in my gynecologist had to remove one of my ovaries because it was "shredded". I will learn more today.